Manufacturer narrative:
(B)(4). Additional information: a sample was returned for evaluation; however, the sample was not manufactured by baxter healthcare. Follow up with the customer was performed, and it was clarified that the returned sample was involved with the leak-disconnection. Baxter does not have complaint handling responsibility for the returned sample.

Event description:
The customer reported to a baxter representative a condition of one 60" micro volume extension set that was alleged with a leakage emanating from the male end connector of the set, and a prefilled hospira sodium chloride syringe. According to the customer, the user was "attempting to flush the line [when] the liquid squirted out of the connector", and the solution "squirts out the crack [between the two products] when attempting to flush." There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This is report #1 of 2 involving this event. No additional information is currently available.

Manufacturer narrative:
(B)(4) - evaluation is pending receipt of the sample. Upon completion of the evaluation, or should any additional information be made available, a follow-up MDR will be submitted.